Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was over 400 mg/dl at the time of the incident. Customer's current blood glucose is 88 mg/dl. Customer treated with pump and injections. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. In a previous call, the customer checked her blood glucose and noticed it was high at 353 mg/dl. Customer does not know why it is high and treated with 10 units of humalog via injection. Customer was assisted with programming the time and date.